Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in canada. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The insertion site was abdomen and thigh. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information is available.